Event description:
Reporting status: malfunction. Reporting rational: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the flexi-cut performed four cutting (max. 20 psi) and another 10 cuttings (max. 40 psi). Another six cuttings (max. 60 psi) were made; however, the balloon ruptured. No patient effects were reported. Another company's stent was deployed to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineer determined that balloon ruptures may occur due to, but are not limited to, manufacturing, materials, mechanical damage, patient anatomy, lesion morphology, over inflation, preparation technique, and/or device handling. The patient's anatomy can contribute to balloon damage and lead to rupture. The device successfully performed several cuts prior to the rupture, indicating that the reported difficulty may be related to the procedure; however, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.